Event description:
A reported incident involving unspecified disposable device leak at the two-way tree, where it pierces the tubing. There was no reported patient involvement.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Product information was unknown. Supplemental report will be submitted once additional information becomes available.